Event description:
It was reported that patient presented to the hospital for a vt ablation procedure and during post-op, crosstalk was noted after each atrial paced event. Patient was asymptomatic. Programming changes were made, and patient was fine.